Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that software corrupted. Upon troubleshooting fse found that a malfunction occurred during the installation of the x-ray equipment. To resolve the issue, fse reinstalled the suite pc and reconnected the equipment to the prs portal. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's operating system and application were corrupt, which can impact booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.